Manufacturer narrative:
Upon disassembly for visual inspection, the boot and drive bearing were worn.

Event description:
It was reported that during service at the manufacturer the micro sagittal saw ran in safe mode. There was no patient involvement and no adverse consequences associated with this event.